Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation did not find new reportable findings. Based on the results of the investigation, it is likely that the following led to the malfunction: the complaint is confirmed, the most probable cause of the complaint is traced to component failure. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a hole in cord. There were no reports of patient harm.